Event description:
The customer contacted philips healthcare to report that the device had a red x with an "ECG bias" error. The user was able to acquire a 5-lead ECG waveform, but reported that the gain for the avr lead was very small. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.